Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Blood/body fluid noted in the neck region and in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the terminal area shows a fractured cathode (inner) conductor coil at the distal end of the terminal pin. The distal side of the fracture shows that the conductor coil is necked down at the fracture site. The necked down coil would indicate a fracture while attempting to extend the helix. Crimp sleeve is in the correct location and no jumped filars were noted. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was not successfully implanted. The lead helix would not extend inside the patient's body. This lead may have broken. The torque would build up in the lead but not transfer to the helix. The lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.